Event description:
Procedure type: lap gastric bypass. According to the reporter: upon firing of device to create gastrojejunostomy, the orvil anvil did not tilt after firing. Additional tension was placed on anastomosis possibly causing the serosal tear noticed at anastomosis site. The anastomosis was sutured to complete the procedure. No pt injury beyond the observed serosa tear.